Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt, the helix of the lead extended suddenly after more than 30 turns and would not move with the usual progressive and smooth extension. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.